Manufacturer narrative:
No repair was requested and no parts were returned. Pictures were provided showing the fixation plate on the rail clamp that is used for fixating the support arm on the ventilator¿s side rail had fallen off. The root cause of the broken support arm has not been conclusively determined but most likely has it been exposed to a mechanical force greater than it is designed to sustain.

Event description:
It was reported that the support arm broke. There was no patient harm. Manufacturer's ref #: (B)(4).